Manufacturer narrative:
Device was used for treatment, not diagnosis. Facility reported: product problem. Reported date. FDA report date: date FDA received report location of event. Device evaluated by mfg. Medwatch report: patient information not available for reporting. Date of event: unknown. Other partial UDI: (B)(4) lot number unknown. Original implant date unknown. Initial reporting facility unknown. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not expected to be returned for manufacturer review/investigation. Device not available for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). It was reported that a 3.5mm cortex screw failed. A patient underwent an open reduction internal fixation surgery that took place on (B)(6) 2014 during which other screws were implanted. Subsequently, the doctors found that a 3.5mm screw had failed. The screw was removed in (B)(6) 2014. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates: remove explant date, device was explanted sometime in (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): it was reported that a repair of a talar neck fracture and removal of a broken cortex screw occurred. (B)(4): this event resulted in additional surgical intervention to remove the 3.5mm cortex screw self-tapping 20mm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.